Event description:
It was reported that during a plate implantation a screw broke. The head was recovered but the shaft was left inside the patient's phalanx..

Manufacturer narrative:
The associated complaint device was not returned for evaluation the associated complaint device was not returned. A visual inspection of the attached photo shows the broken head of the screw. The rest of the screw remains implanted in the patient. A clinical analysis confirms that a peri-loc screw broke during insertion. The screw head broke off and was removed and discarded, and the remained of the screw remains in the bone. Further, the procedure was completed using more screws to keep the plate in place and ensure its functionality. There are no radiographs or medical documentation provided for review. The retained screw is an implantable, biocompatible device, therefore is no anticipated adverse effect on the patient, and no patient injury is being reported. No further clinical assessment is warranted. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.